Manufacturer narrative:
A medtronic representative, in attendance, noted that after the initial registration the surgeon brought a mayo stand near the emitter and the patient's head. When the surgeon brought the mayo stand into place prior to registration, instruments were successfully verified and they were accurate. No parts have been returned to manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a procedure, the surgeon alleged having difficulty verifying the straight suction and the 70-degree suction. Once verified, the surgeon deemed being inaccurate. The patient was re-registered, the instruments verified and the surgeon then navigated accurately throughout the procedure. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.